Event description:
It was reported that the patient was no longer receiving adequate pain relief from the spinal cord stimulation (scs) system. The boston scientific representative offered to meet with the patient for reprogramming of the device, however the patient declined. The patient underwent a procedure in which the entire scs system was explanted. The patient was recovering as expected. The explanted devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge x 32, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: (B)(6).